Event description:
New information received notes that loss of capture was noted due to the dislodgement. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on the right atrial lead. X-ray imaging was used to confirm. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.